Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent, and abdominal pain. The patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date the patient began treatment with an injection of amikacin (250milligram in 3rd bag), injection of magnex (1gram, 2bag), and an injection vancomycin (1gram in 1st bag on every 2nd day). Patient outcome and the action taken with pd therapy were not reported. No additional information is available.